Event description:
The company received a report from a biomedical engineer that audio on the device is distorted.

Manufacturer narrative:
Covidien technical support specialist contacted the customer to follow up on the report of the alarm sounding distorted. The customer revealed that the speaker sounded like it had been punctured. The customer revealed that a replacement speaker was purchased and repaired in house. Replacement of the speaker isolated the problem. The caller reported that the old speaker was discarded, therefore, not available for investigation. Info has been added to the database for trending purposes.